Manufacturer narrative:
Philips was advised that the that the suresigns vm 6 patient monitor was providing inaccurate ECG values. It was determined that the electrocardiogram leads being used were faulty and needed to be replaced. It is not clear whether the faulty component is a philips product. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty lead wire. The issue was resolved by the customer replacing the lead wire. E1 institution name: (B)(6). Reporting institution phone # (B)(6).

Event description:
It was reported that the suresigns vm 6 patient monitor was providing inaccurate ECG values. The device was in use on a patient at the time of the event. There was no adverse event reported.